Event description:
It was reported there was a display defect of the led (light emitting diode) that was observed during a checkup. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device did not light due to light-emitting diode (led) failure. The reported event was confirmed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.